Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the dates of the hospitalization were (B)(6) 2016; the patient was at a reeducation center for walking troubles. A gait disorder due to a lack of efficacy was also reported. It was also noted that the hcp did not wish to restart the stimulation; it is unknown if the device will be explanted. It was also clarified the seriousness was updated from resulting in a life-threatening illness or injury, resulted in a permanent impairment of a body structure or body function, required in-patient or prolonged hospitalization, resulted in medical or surgical interventions to prevent life threatening illness or injury or permanent impairment to a body structure or body function to resulting in an in-patient or prolonged hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a healthcare professional from a clinical study reported the outcome was unresolved at the time of study exit/death/study. It was unclear which was meant and follow-up will be performed to clarify. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported there was a difficulty obtaining good therapy efficacy in spite of several programming attempts; the patient experienced walking disorders. The diagnostic methods included a device interrogation on (B)(6) 2016 that resulted in mild improvement. The device was interrogated again on (B)(6) 2016 and it resulted in the patient experiencing a difficulty walking. The etiology was stated to be related to the device/therapy, not related to the implant procedure, and due to programming. The actions/interventions taken to resolve the issue included reprogramming the patient on (B)(6) 2016, and suspending therapy on (B)(6) 2016; the event resulted in an in-patient hospitalization and an unscheduled clinic or office visit. The seriousness was stated to be resulted in a life-threatening illness or injury, resulted in a permanent impairment of a body structure or body function, required in-patient or prolonged hospitalization, resulted in medical or surgical interventions to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to indicate that the event was not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified the outcome was unresolved at the time of exit. The reason for exit was due to all of the patient's products being inactive. The patient's therapy was suspended. No complications were reported/anticipated.